Event description:
A report was received that the patient's ipg had stopped working. The patient had a previous multiple surgeries in which electrocautery was used. The patient will undergo battery replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg had stopped working. The patient had a previous multiple surgeries in which electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Correction to initial MDR in field b5. Additional information was received that the patient underwent a battery replacement due to ipg damage. The patient was doing well following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.